Event description:
Medical technologist was putting the closure back on the tube and the tube broke in technologist's hands. This required 4 stitches from receiving a cut to the left index finger. Medical technologist was given immunoglobulins and started on antibiotics. No treatment given against hiv because source was low risk. They tested for baseline testing on medical technologist for hiv & hep a, b, c as per hosp policy.